Manufacturer narrative:
The pump passed the active current test. Pump failed sleep current test due to moisture damage on pcba 1 and pcba 2. Pump alarmed critical pump error 35 during rewind. Unable to perform displacement test and self test due to critical pump error 35. No blank display noted during testing. Successfully downloaded history files and traces using thus, however, unable to redownload history files and traces following open book error. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and corroded battery tube. Blank display was not observed during analysis, however, pump failed sleep current test due to moisture damage in corroded battery tube. Blank display not confirmed. Critical pump error (open book image) confirmed due to critical pump error 35. Critical pump error 35 confirmed due to moisture damage on force sensor. Unable to download confirmed due to critical pump error (open book). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was calling because  the pump wont turn on and damage on the battery compartment. No harm requiring medical intervention was reported. The troubleshooting was performed and it was found that there was no damage to the battery cap. Also, the battery contacts were not corroded. The customer had discontinued to use the device. The insulin pump will be returned for the product analysis.